Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A review of the complaint database and device history record cannot be performed since a lot number was not provided.

Event description:
The account alleges that during an evar procedure the tip of the catheter detached within the patient. The patient received a CT scan of the right leg approximately 3 months later where a 5cm fragment of a intravascular catheter was identified. The tip had migrated into the patient's right popliteal artery, increasing peripheral vascular claudication. After further assessment of the patient, the decision was made not to proceed with any foreign body retrieval procedures.